Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that on the night of (B)(6) 2016, the patient's incontinence was "out of control." The patient had the poor communication screen and it resolved. It was confirmed that stimulation was not turned on. Stimulation was then turned on and was at 0.65 volts on program 1. She increased stimulation to 0.75 volts but felt a burning sensation, so she decreased stimulation to 0.7 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.